Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. This emdr is being submitted for unknown number of quantities. It was reported that the patient experienced tape not sticking event on (B)(6) 2026. The infusion set was in use for three days. No further information available.